Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between inratio inr results as follows: (B)(6): inratio=6.8, (B)(6) : inratio=0.8. The patient's coumadin dose was lowered after the result on (B)(6). Additional data provided by patient self tester: (B)(6): inratio=3.5, (B)(6): inratio=4.0. The patient self tester's therapeutic range is: 3.0-3.5.

Manufacturer narrative:
The meter associated with the complaint was returned for investigation. The strips associated with the complaint were not returned for investigation. There were not enough retained from the complaint lot available to complete testing of the returned meter, so substitute lots were used for investigation. The customer's complaint was not replicated. Discrepancies were observed during in-house testing. A statistical analysis of the impedance curves associated with the in-house investigation found the impedance curves to be normal in shape. Although discrepant results were observed, the testing shows that the system is performing within expectations. Functional and thermistor testing were performed on the returned meter with passing results. A review of the entire testing history for lot 360632 was performed. In-house testing on strip lot 360632 meets release criteria. The manufacturing records for the lot 360632 were reviewed and did not uncover any relevant non-conformances. Lot meets release specification. The impedance curve for the customer's results of 0.8, 4.0, and 3.5 were statistically analyzed and were concluded to be normal in shape. Impedance curve analysis was not performed on the result of 6.8 because the value was not present in the meter memory. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.